Event description:
It was reported that customer was hospitalized for dka. It was reported that customer had a sore throat and off no power message on pump prior to hospitalization. Troubleshooting performed and pump appeared to be operating normally. However, a tubing clamp was sent to the customer in order to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.